Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history (variableinfo = 3) due to broken trace at pin # 6 on u1 keypad assembly. Insulin pump communicated properly with test guardian link transmitter. No lost sensor or cannot find sensor signal alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was 168 mg/dl. The customer reported that they were successfully able to clear the alarms and able to rewind the insulin pump. The customer reported that the alarm occurred twice. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.